Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a portion of the pump settings were entered into the pump incorrectly by the user when setting up the pump. Tandem technical support guided the customer through adjusting the pump settings to be accurate. Customer's blood glucose level was 328 mg/dl.